Event description:
It was reported that the pump was moved from the buttock to the abdomen due to discomfort at the pump pocket site. Drug delivered via the device was hydromorphone. It was later reported that patient had experienced pain at the buttock site. Following revision patient was fine and receiving effective therapy.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).